Manufacturer narrative:
Concomitant medical products: product ID 37092, product type: accessory. Product ID 3037, lot# njd430750n, product type: programmer, patient. Product ID 3889-33, lot# va0xzh7, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) revealed that the ins was functionally okay with insignificant anomalies.

Event description:
A patient via a manufacturer representative reported that "about six was" after her implant, she started having difficulty with her device. The patient's indication for use was urinary dysfunction and gastrointestinal/pelvic floor. She had multiple reprogramming sessions and x-rays. X-rays confirmed good lead placement and impedance checks were not greater than 4000 ohms. The healthcare provider office made multiple changes to the setting. She would turn it up to 8 and couldn't stand the stimulation. No falls or other accidents were reported. The device was explanted and the issue was resolved. The patient status was alive with no injury.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The rep clarified their previous statement and reported that six weeks after the patient (pt) implant, the difficulty they were experiencing was lack of therapy. All explanted devices were returned to the manufacturer. If additional information is received, a follow-up report will be submitted.